Manufacturer narrative:
Evaluation of the returned device revealed that the forceps wire was cut into bent sections and was raised. In addition, there was discoloration inside the light guide lens. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported that during an unspecified procedure, the operator felt like the duodenovideoscope was caught as it was going down the patient, so more force was given, and the forceps wire was cut, which showed on the scope image. Upon removal of the scope, the cut wire scratched the patient's esophagus, for which hemostasis was performed. There was no further patient harm reported nor was there any additional intervention expected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "the patient¿s esophagus was scratched by cut knob wire/forceps during withdrawal of scope from the body" occurred due to after knob wire/forceps elevator wire strand was cut due to fatigue breakdown by repeated operation of forceps elevator, the strand was frayed and raised by repeated brushing around forceps elevator and attachment/ detachment of distal cover, resulted in scratching the patient¿s esophagus. The root cause of the suggested event could not be specified. Additionally, it is likely the suggested event "inside light guide lens discolored" occurred due to moisture entering the device and corroded due to leakage from distal end. Since the foreign material adhered to a location other than outer surface of scope, the user could not remove the foreign material by reprocessing. However, a specific root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: - leakage testing -preparation and inspection - attaching the distal cover "cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." "Preparation and inspection - attaching the distal cover" the event can be detected by following the instructions for use which state: - inspection of the endoscope "the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning." "Preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety." Olympus will continue to monitor field performance for this device.